Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hs iii proximal seal, they tried to set the device according to the procedure, however, the seal dropped in the loader when the delivery system was pulled out and unable to use. A replacement was used to complete the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and blood were observed. The delivery device was outside of the loading device when returned. The seal was observed to be in the loading device, but was not in the window of the loading device. In addition, the end of the seal had a gap/crack. The white plunger on the delivery device remained unpressed. The blue lock was observed in the unlocked position. The seal was pulled out from the delivery device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.504 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" and the analyzed failure "crack" were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hs iii proximal seal, they tried to set the device according to the procedure, however, the seal dropped in the loader when the delivery system was pulled out and unable to use. A replacement was used to complete the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.